Manufacturer narrative:
Concomitant medical products: product ID: 5592-45 lead, implanted: (B)(6) 2003; product ID: 6947m55 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure the left ventricular (lv) lead was noted to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.